Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: rewind, load and prime steps performed successfully. Exercised pump for 24 hours, after 24 hours no rewind issue was observed. Also no rewind issue observed in the black box and alarm history. Keypad works properly. No debris inside cartridge compartment. Unable to duplicate complaint about rewind issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).